Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was not receiving effective therapy from their system and they were experiencing discomfort at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced and 2 new leads were added for additional coverage. Postoperatively, both issues have resolved.